Event description:
Caller reported patient has been experiencing elevated blood glucose levels and she does not think the pump is delivering insulin correctly. Caller stated patient used the pump up until (B)(6) 2014 when she decided to take the pump off and use injection therapy. Caller alleges the pump is under delivering insulin. Caller reported the patient's blood glucose level was in the 200's-300's mg/dl range. Patient's normal blood glucose range is 120-200 mg/dl. Caller stated the patient has always been able to self-treat and has not needed any outside assistance. Caller reported the patient would bolus to bring the blood glucose level back down however on (B)(6) 2014 patient was bolusing but her blood glucose level remained elevated which is when she decided to use injection therapy. Caller stated patient saw doctor last week for a routine check-up and doctor did not want patient to use the pump until they called. Caller reported today she decided to fill a cartridge with insulin and put new tubing on the pump, primed the tubing and then gave boluses through the pump. Caller stated she had to shake the tubing for all of the insulin to come out. Caller alleges that only about half of each bolus came out of the tubing; stated she could "tell by sight". Caller reported patient would forget to bolus for a meal but this only contributed to some of the elevated readings; not consistent elevated readings. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.